Event description:
On (B)(6) 2010, pt reported black dots appeared on the screen of his infusion device. Pt stated the dots appear in the middle of the screen taking up about a third of the "zero" on the screen. Pt reported that about two weeks ago, he noticed that the dots had been growing in size. Pt stated the battery had been changed since the black dots formed and the issue persisted. Pt inserted a new battery into the infusion device while on the call, but the black dots remained on the screen; even during the start-up. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.